Manufacturer narrative:
As of today the investigation is still in progress.

Event description:
It was reported that the pathology results received from a breast biopsy stated, "core biopsy demonstrates excessive biopsy procedure associated crush artifact making the definitive diagnosis of invasive carcinoma difficult." No injury or misdiagnosis reported.

Manufacturer narrative:
As of october 15th 2019, the device has not been returned for investigation. Therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed.